Manufacturer narrative:
The following fields have been updated with additional/corrected information: the following fields were updated due to additional information: d9: device available for evaluation:  yes d9: returned to manufacturer on: 24-oct-2023. H.1. Imdrf annex b grid : b01 - testing of actual/suspected device.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes had a large oil gel globules incidents that have occurred. This event occurred 560 times. The following information was provided by the initial reporter. The customer stated: this batch of #367374 pst test tubes, under the same operating environment, a large number of oil drop incidents occurred.

Manufacturer narrative:
H3. Investigation summary: bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for oil gel globules was observed. Additionally, 100 retention samples from bd inventory were visually inspected with no gel defects observed. Complaints for sample quality are under statistical control for the month of august 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for oil gel globules. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes had a large oil gel globules incidents that have occurred. This event occurred 560 times. The following information was provided by the initial reporter. The customer stated: this batch of #367374 pst test tubes, under the same operating environment, a large number of oil drop incidents occurred.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes had a large oil gel globules incidents that have occurred. This event occurred 560 times. The following information was provided by the initial reporter. The customer stated: this batch of #367374 pst test tubes, under the same operating environment, a large number of oil drop incidents occurred.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.